Event description:
Defective zilver vena stent. As per additional info receievd on 19-jan-2022. Stenting of the sigmoid sinus. During deployment, the delivery system took a sharp turn in the right internal jugular and the tip broke off inside patient. White tip, retrieved with a snare. No delay. Once extracted, was successfully able to deploy another stent. Patient/event info - notes: information received 19jan2022: are images of the device or procedure available? N/a, yes, no ¿ available upon request. Did the patient have pre-existing conditions? N/a, yes, no. If yes, please specify: right sigmoid sinus obstruction. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other. If other, please specify: vessel itself not tortuous. A turn in the right internal jugular was sharp. Was a stent previously placed during previous procedures? N/a, yes, no. Was the device used percutaneously? N/a, yes, no. Where on the patient was the percutaneous access site? Right common fem. Was the access site jugular or femoral? N/a, jugular, femoral other? If other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? Obstruction. If other, please specify was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no. What was the target location for the stent? Right sigmoid sinus. Details of access sheath used (name, fr size, length)? N/a. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no. Details of the wire guide used (name, diameter, hyrdophyllic)? N/a. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no at the turn in the right ij. If resistance was met, how did the physician address this? This is when the tip broke off. Did the tip of the delivery system cross the target location? N/a, yes, no. Did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no. Did the user push the hub during deployment? N/a, yes, no. Did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no. Was the stent deployed smoothly / without resistance? N/a, yes, no. Was the stent fully deployed in the patient? N/a, yes, no. Was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no. Was post dilation performed after the placement of the stent? N/a, yes, no. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no. What intervention (if any) was required? Had to retrieve the tip within the patient using a snare. 28. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 29. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. Info requested 02feb2022: ar 02feb2022. Please provide any relevant images for this event. Please provide the rpn and lot number of the successfully placed stent.

Manufacturer narrative:
Common name - qan. Product code - qan. PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Common name: qan. Product code: qan. PMA/510(k)#: p200023. Device evaluation: the zvt7-35-120-14-6.0 device of lot number: c1817993 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 10th march 2022. Visual inspection: the tip is missing from the distal end of the device. The catheter is damaged at the distal tip. No defect was noted on the stent. Functional inspection: a 0.035 inch wire guide passed through the device without issues. The stent was deployed in the lab as normal. The device flushed as expected. Document review: prior to distribution zvt7-35-120-14-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zvt7-35-120-14-6.0 of lot number: c1817993 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1817993. It should be noted that the instructions for use (ifu0047-5) states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU. It is known that the device was used for stenting of the sigmoid sinus. This is off label use. Image review: n/a. Root cause review: a definitive root cause of off-label use has been identified based on the information provided in the complaint. From the available information it is known that the device was used in the sigmoid sinus, however, per the IFU the device is intended for use in the iliofemoral veins. Use of the device outside of it¿s intended use and validated state may result in device failure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the lab evaluation date: (B)(6) 2022 visual inspection: the tip is missing from the distal end of the device. The catheter is damaged at the distal tip. No defect was noted on the stent. This aligns with the above assessment. MDR scheduled.

Manufacturer narrative:
Common name - qan. Product code - qan. PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.